Event description:
Health professional reported that after patient injection in the nose with .5 cc and in the glabella with .2 cc of juvederm ultra the patient developed "hypersensitivity: redness on the nose." The patient was treated with an unspecified "anti-histamine and prednisone 5mg tab," and "chlorpheniramine maleate 2 mg (tablet) b.i.d." The syringe will not be returned.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2011.